Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently shut down and the display was dim and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The reported malfunction of dim display was observed. The night vision mode was disabled to remedy the problem. The reported malfunction of device intermittently powering off was observed during review of the activity logs. However, after extensive testing the reported problem could not be duplicated. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.